Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received multiple failed transmitter errors. The customer completed troubleshooting on their own, replacing a sensor and a transmitter to address the issue. Multiple attempts were made by tandem customer technical support to further troubleshoot multiple transmitter failures errors, but no response was received. A root cause could not be determined. As the reported transmitter had been in use less than 3 months, a replacement transmitter was sent to the customer. No additional patient or event information was available.